Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, the possible root cause may be related to improper pre-analytic conditions (insufficient clotting time, centrifugation).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The results were reported outside of the laboratory. The initial hcg + b result from an aliquot from the rsa pro was 534 iu/l on the e602 analyzer. A 2nd sample was obtained and the result from an aliquot was 0 iu/l. A 3rd sample was obtained and the result was 0 iu/l. The initial and 2nd samples were repeated and the results were 0 iu/l. No adverse event was reported. The hcg + b reagent lot number was 183183. The expiration date was not provided. The last calibration performed on (B)(6) 2015 was acceptable. It was noted that re-calibration was overdue by 3 months. Quality controls from (B)(6) 2015 were acceptable.